Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the inlet and outlet of the venous bag was collapsing, and some tubing was kinked. The product was not changed out. There was no delay to the surgery. The surgery was completed successfully. There was no pt harm.

Manufacturer narrative:
Terumo did not receive the actual device for evaluation, but intends to submit a follow-up report once more info is obtained and the device is evaluated. (B)(4).